Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an ipg inoperable. The physician determined that the drg system would be better suited for the patient's pain. Surgical intervention was undertaken where the ipg was explanted and replaced. Stimulation therapy was restored postoperatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.